Manufacturer narrative:
(B)(4). The analysis results found that one ecr45w unfired and with the pan dislodged from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to use in a vats lobectomy procedure the device was not loading properly into the gun. Upon trying to remove the device from the gun the white piece separated from the pan. A like device of the same product code was used to complete the procedure. There was no patient consequence.